Event description:
On (B)(6), the customer reports that the injector didn't show any message about "air in syringe" and did not stop, customer viewed the air bubble on the display of the x-ray system after. Customer reports the air bubble was not big so much to create an incident so they do not release any other info about the pt and the treatment. Customer use 800101 empty syringe (lot number unk). Contrast media unk.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.